Event description:
Additional information received from the health care professional (hcp) and company representative reported the patient was having a deep brain stimulator (dbs) stage 2 bilateral dbs battery procedure on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the plant is scheduled for re-implantation of his right lead with bilateral stage 2 on (B)(6). It was later reported that the re-implantation procedure scheduled for (B)(6) was changed to an explant procedure as the left side was infected; there are plans to have the system removed.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Information was received from a health care professional (hcp) about a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient didn't have a patient programmer (pp) and they could only turn it on or off. They weren't given a new programmer at his battery change due to eri at the end of december. The patient had a "giant hematoma" on the right and they were "pretty sure" an infection on the left. They "would probably end up admitting him" on the day after report. They sent the patient for labs on the day of report and his white blood count (wbc), sedimentation rate, and c-reactive protein (crp) levels were "way elevated". Additional information received one week later from the company representative (rep) reported the area of infection was the ins and extension. The infection was confirmed but no symptoms were reported. They were having both extensions and ins's removed on the day of report due to infections. The physician was going to leave both leads in place and once the infection has cleared, they would re-implant new extensions and ins's. The infection was acquired during the battery change on (B)(6) 2015. Additional information received 5 days later from the hcp reported the patient first started experiencing the hematoma/infection symptoms on (B)(6) 2015. Diagnostics included labs (cbc, crp, esr) and aspiration of fluid for a culture. IV antibiotics were administered via PICC then ultimately an explant "b/1" batteries. There was no product problem. The patient was to continue on IV antibiotics.